Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 112 mg/dl. The pump was replaced to address the issue.

Manufacturer narrative:
B5 and h6 (removed 2959, added 1503).

Event description:
It was reported that the pump reset unexpectedly multiple times. Customer¿s blood glucose level was 112 mg/dl. Further information regarding the customer or event was not provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.